Event description:
It was reported that infection was discovered around the pocket area during a follow up appointment after a recent pump replacement. There was pus around the pump. The reporter mentioned surgery was planned, but it was unknown if a full or partial explant would be performed. Treatment was ongoing. The patient was receiving 114 mcg/day of intrathecal baclofen and the healthcare professional (hcp) needed to convert to oral baclofen. The pump was used to infuse baclofen (unknown). Follow up was being conducted to obtain additional drug and patient outcome information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4) implanted: (B)(6) 2004, product type: catheter. (B)(4).